Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete instructions for resetting the pump and guided them through the process, which resolved the error, as the pump did not display the cgm error code again after the reset.